Manufacturer narrative:
(B)(4).

Event description:
It was reported that the extension line got detached from the luer hub during placement of the catheter. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient was reported.

Event description:
It was reported that the extension line got detached from the luer hub during placement of the catheter. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient was reported.

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen catheter for analysis. Signs of use were observed within the extension lines and on the catheter body. Visual inspection of the catheter revealed the proximal extension line separated directly adjacent to luer hub. Portions of the molding were still visible inside the luer hub. The extension line appeared rough and jagged at the point of separation. The proximal extension line outer diameter measured 2.191mm, which is within the specifications of 2.13-2.21mm per product drawing. The distal extension line inner diameter measured 1.4478mm, which is within the specifications of 1.42-1.50mm per product drawing. Functional inspection of the proximal extension line could not be performed due to the nature of the damage. A manual tug test confirmed that the distal and medial extension lines were secure to their luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
It was reported that the extension line got detached from the luer hub during placement of the catheter. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient was reported.